Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 600 mg/dl at the time of incident. Customer reported that she had 7 bent cannula issues which was unusual for her. The devices will not be returned for analysis.